Event description:
It was reported to philips that the customer wanted to get a replacement lithium battery. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a dead battery. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery and that it would need to be replaced to being the device back to working condition. The fse provided a quote to the customer for a replacement battery. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device needs a replacement battery. There was no patient involvement.